Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "skin reaction" occurred. On 06/25/2026, the patient reported an issue of skin reaction stating that there is a bump on his arm. The following day on 06/26/2026, at 8:08 am, the patient sent an email indicating that medical attention had been sought. In the email, the patient stated that a large dose of oral antibiotics had been prescribed and expressed concern that, if the infection did not improve, it could potentially be a case of mrsa. No additional medical documentation was provided. On 07/02/2026, an attempt was made to contact the patient to obtain further information regarding the event; however, the call was routed to voicemail. As a result, most details regarding the event, diagnosis, treatment, and outcome could not be confirmed at that time. On 07/03/2026, successful contact was made with the patient. The patient stated that the condition had progressed to a full infection. However, the patient declined to provide additional information regarding the event, including details of the infection, medical evaluation, diagnosis, treatment, or outcome, stating that there was insufficient time to discuss the matter. The patient was given an oral unspecified antibiotic. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient is in pain. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that a "skin reaction" occurred. On (B)(6) 2026, the patient reported an issue of skin reaction stating that there is a bump on his arm. The following day on (B)(6) 2026, at 8:08 am, the patient sent an email indicating that medical attention had been sought. In the email, the patient stated that a large dose of oral antibiotics had been prescribed and expressed concern that, if the infection did not improve, it could potentially be a case of mrsa. No additional medical documentation was provided. On (B)(6) 2026, an attempt was made to contact the patient to obtain further information regarding the event; however, the call was routed to voicemail. As a result, most details regarding the event, diagnosis, treatment, and outcome could not be confirmed at that time. On (B)(6) 2026, successful contact was made with the patient. The patient stated that the condition had progressed to a full infection. However, the patient declined to provide additional information regarding the event, including details of the infection, medical evaluation, diagnosis, treatment, or outcome, stating that there was insufficient time to discuss the matter. The patient was given an oral unspecified antibiotic. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient is in pain. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).